Event description:
It was reported that a device was used during a laparoscopic cholecystectomy procedure. The device would not arm. There were no consequences to the patient. Another device was used to complete the case.